Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that the ecs33 instrument was used. All insertion steps were ok. Stapler was "crunch" of the instrument as normal). The stapler had to be cut from the pt. Another stapler was used to repeat the procedure and complete the case. There was not further consequence to pt.